Manufacturer narrative:
Product evaluation: no injector was returned for evaluation for the lens being damaged; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. Additional information has been requested. (B)(4).

Event description:
A nurse reported a lens haptic that kinked and broke due to the haptic being trapped by the injector plunger during a procedure. The surgeon noticed the kinked haptic after the lens was implanted, therefore the surgeon decided to remove the intraocular lens (iol) and replaced it with another lens of the same power and model. The patient is doing well.

Manufacturer narrative:
Additional information provided. Product evaluation: no injector was returned for evaluation for the lens being damaged; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a lens haptic that broke due to the haptic being trapped by the injector plunger during a procedure.